Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment and exhibited autonomous cursor movement. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis : analysis was unable to confirm the reported event of autonomous cursor movement but confirmed the finger touch test failure. Performed electromagnetic interference (emi) repair to solve the finger touch test failure issue. Additionally, it was noted that the right keyboard hinge and electrocardiogram (ECG) connector on the link electronic module (lem) board were broken. The programmer was decommissioned due to lack of parts availability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.